Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. All records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. No abnormalities were found. Based on the results of the investigation ,it has been more than 14 years since the equipment was delivered, and it is estimated that the fuse has deteriorated over time and blown due to repeated use for a long period of time. The device was manufactured for approximately 14 years or longer, it was presumed that failure occurred due to age deterioration. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The subject device has not yet been received for evaluation. The cause of the issue cannot be determined at this time. If additional information becomes available this report will be supplemented accordingly.

Event description:
No power was reported on the clv-180 device. It will not turn on and none of the front panel light will illuminate. There was no patient involvement on this event reported. No user injury reported.